Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The sensor glucose was at a certain moment at 200 mg/dl while actually she was at 400 mg/dl. The insulin pump restarted and she tried delivering some bolus to get the blood glucose down, in the morning she was again high and replaced the whole set. Customer self test successful. Customer stated that she then noticed the cannula was slightly bent. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.